Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 342 mg/dl at the time of incident. Customer experienced symptoms such as headache. The customer was assisted with troubleshooting. Customer stated that she gave herself a bolus this morning and two more since then and her blood glucose was still not coming down. Customer stated that she at 335 mg/dl on the insulin pump and the meter showed 342 mg/dl. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated that they did not alleging insulin pump for under delivering. Customer declined to test insulin pump. The insulin pump will be returned for analysis.